Event description:
It was reported that there were problems with the support arm holding the patient tubes. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No further information regarding the support arm has been received.no investigation has been possible, therefore the root cause of the reported problems with the support arm has not been determined.

Event description:
Manufacturer's ref #: (B)(4).